Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Amedtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that a few days ago they went through airport security and turned their therapy off, then turned it back on again, but it hasn't been working since then. During the call, the patient increased their stimulation to a comfortable level. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they have an appointment with hcp on friday. Patient reported that they lost therapy benefit.